Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tg on a cobas 8000 e 801 module. On (B)(6) 2022, the reporter noticed a difference in values for a first patient sample. This prompted the customer to repeat all samples tested after (B)(6) 2022. After repeating patient samples, a discrepancy was found for the complained sample. The sample initially resulted in an anti-tg value of 31 iu/ml. The sample was re-aliquoted and repeated on a second analyzer, resulting in a value of 10 iu/ml with a data flag. The sample was repeated again on the second analyzer, resulting in a value of 10 iu/ml with a data flag. The anti-tg reagent lot number was 63019101, with an expiration date of 30-jun-2023.

Manufacturer narrative:
There were no issues with calibration or controls. A general reagent issue can most likely be excluded. A detailed analysis of alarm logs, calibration and qc data, sample data, and pictures from the analyzer sample foam detection camera indicates an overall issue with sample quality. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.